Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were hospitalized in colorado for a major surgery where "a lot of electrocautery was used." They were there for a colon and rectum removal. The patient stated that, prior to the procedure, they had turned off their implanted neurostimulator and when they went to turn it back on, they saw an error message that said the "internal device had lost all its memory" and the patient needed to contact their clinic clinician. Patient services reviewed the meaning of the power on reset (por) message with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. The patient stated it would be weeks before they could get out of the hospital and back home to see their health care provider (hcp) in (B)(6) and they couldn't deal with weeks of not having the therapy on. Patient services reviewed that the physicians at their hospital could page a manufacturing representative tocome in to assist with the power on reset and provided the patient with the national answering service (nas) number. The patient was also redirected to follow up with their hcp when they were able to check the implanted system since the procedure. The patient stated they had a message in to their hcp about the situation and that they'd give the nas number to their hospital team to call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.